Event description:
The adapter has a clear, plastic ring that comes attached to the purple spring-like coil in the adapter. This ring separated from the coil and lodged into the trach tube causing respiratory decompensation from airway obstruction. Normal attempts to establish a patent trach were unsuccessful until the entire trach tube was emergently removed by a physician and a new one inserted. Examination of the obstructed trach tube revealed the presence of the clear ring as the cause of the obstruction. Upon examination of packaged/unopened product the clear ring easily popped off with just a slight touch.